Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat back pain. The surgical incisions appeared to be healing and closing appropriately after the procedure. Approximately six weeks post implant the surgical incision began showing signs of infection and opened back up to expose the implanted leads from the nalu system. No lab cultures were made available to the firm for review, however the clinic staff report that the patient developed a staphylococcus infection. On (B)(6) 2023 the patient underwent a revision surgery to remove and replace the exposed leads and re-close the incision that had opened (see MDR 3015425075-2023-00267). In (B)(6) 2024 the patient informed the medical clinic of a wound in the right lower flank near the implanted nalu device. Due to the proximity to the nalu device, the implanted leads became exposed. When seen at the clinic, the physician elected to fully explant the system to allow the wound to heal.

Manufacturer narrative:
The initial infection in (B)(6) 2023 was unlikely to have been caused by the nalu implant based on the typical incubation period and type of infection. The skin wound in the lower back was noted by the physician to be unrelated to the nalu system and the location of the wound does not correlate with the surgical incisions for the device. Wound was monitored prior to determination of explant and no infection was suspected by the medical staff. Physician and patient report a history of skin/dermal-layer healing issues. Patient arrived to the explant procedure with the nalu system active and delivering therapy. Patient reports receiving good pain relief from the system and there are no allegations of any device failure or malfunction. Explant procedure took place due to development of a wound that is unrelated to the nalu system.